Event description:
In feb 2004, kinetikos medical, inc. Was informed of the explant of a subtalar mba foot implant from a patient to address pain and to replace with a larger, more appropriate size implant. No device defects were reported.